Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2020. Explanted: product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2020. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-nov-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 12-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt saw "settings not available" on their controller yesterday. Pt said that they see "settings not available" in groups a, b and c. Pt said that they like the settings in group a and are unable to increase in that group now. Pt said they decreased in group a and wanted to get back up to 3.5 but were unable to. Pt said that they cannot feel anything in group a but do feel stimulation in group b and c. Pt said that group b and c are set really high. Pt said group b is set at 4. Pt said that they can feel stimulation in their back and their right leg while on group b and c. Pt said that they have ongoing back pain and that is why they use their stimulator to help with the back pain and they really like the device. Pt said that they use the device for l5, s1. Pt said that they recently had an MRI because they are having pain in their shoulders. Pt said they were nervous that the leads moved or something because they had their device implanted a year ago. Pt mentioned seeing doctors for medicine; patient services (pss) understood this as medicine for their shoulder pain. Pt said that they can barely lie down now because of their pain and only sleep a couple of hours a night; the patient was redirected to their hcp. On 2021-dec-20, additional information was received from the patient reporting that they fell (B)(6) 2021. Pt said they met with their doctor today and they would like the pt to meet with a medtronic rep. Pt said that groups a and b are not working and in group c they only feel stimulation in their right leg. Pt also mentioned group a not working the greatest and having recent reprogramming done a couple of months ago. Pt said they met with medtronic rep, a couple of months ago for reprogramming because the leads stopped working as they had therapy issues and request that was sent to reps and pt reporting that they thought their leads moved. The patient was redirected to their healthcare provider to further address the issue. A healthcare provider (hcp) also reported via a manufacturer representative (rep) the same day, stating that the patient lost therapy due to electrodes being out of range. Electrodes 1, 2, 4 and 5 were out of range. The patient reported that they had a fall which could have contributed to the issue. The rep programmer around the affected electrodes and the issue was resolved at the time of the event. On 2021-jan-12, additional information was received from the manufacturer representative (rep) reporting that the specific impedance readings were all greater than 40,000 ohms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that pt stated that hey had the ins moved to the side and the leads reattached about 4 weeks ago and they didn't get the ins turned back on until tuesday of this week. Pt said their rep, setup their programming differently than their previous rep and pt was not sure why their rep had changed again. Pt said they were only feeling their stimulation in their right leg. The rep told pt that they would not feel the stimulation due to how it was programmed. Pt said they wanted to feel the stimulation so they know it was working and don't have to take pain medication. Pt said reps were going to meet and discuss the pt's programming. Pt says they have been "in and out of bed with pain" and also said they want to feel the stimulation so they know its working, rather than the high frequency stimulation where you don't feel it. They said they have told their rep this request. Pt hasn't heard back from reps and would like a call

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was seen this week by their implanting physician. An x-ray was taken and the leads did migrate. The rep did not have access to the x-ray film but the doctor was planning to revise the leads. The patient would be scheduled for a revision, but not for approximately 4 to 6 weeks.